Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report# 1627487-2013-19308, 19309. It was reported the pt stopped using the stimulator due to ineffective stimulation despite numerous reprogramming sessions. The pt has not charged the ipg in six months. The pt wants the system explanted.